Event description:
Customer reported she has been hospitalized three times for low blood glucose levels in the past 90 days. Customer does not think the insulin pump has been at fault. Customer stated she went to the emergency room but her blood glucose came up and they went home without treatment. Customer did not recall blood glucose level and current was 165 mg/dl. The drive support cap was normal. Customer was not admitted as an inpatient for medical treatment. Customer doe not recall most recent set change. No further information reported. Customer was unsure if she was disconnected during the rewind and prime sequence. Reservoir was showing the same amount of insulin as the device. The device was not exposed to an MRI. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-62802 first hospitalization.